Event description:
It was reported by the hcp that while placing a bravo ph monitor the capsule attached to the pt's esophagus, but would not detach from the delivery system. The capsule was pushed off of the esophagus with the endoscope. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.